Event description:
Customer reports use by date on the comfort curve test strip vial as 07/31/2008. Manufacturer's database and batch record confirmed the actual use by date to be 05/31/2006. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.